Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced a perifocal electrode edema following a deep brain stimulation (dbs) lead implantation. A computerized tomography (CT) scan confirmed there was a large edema along the lead. The patient had a case of epileptic fits and stimulation was stopped for a couple days. After an extended stay at the hospital, cortisone therapy, and clinical recovery, the patients status improved.